Manufacturer narrative:
Device eval summary: device evaluation of the electrode belt sn (B)(4) has been completed. The reported problem (belt failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The electrode belt's trunk cable connector was missing. The root cause for the missing connector could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us dist contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.